Manufacturer narrative:
(B)(4). When the device was returned to the manufacturer, a reportable malfunction was recognized for the first time; therefore, the date received by the manufacturer was considered the date the device returned. The returned guide wire was helically deformed for approximately 40-60mm proximal to the tip. The coils were found stretched for approximately 9mm proximal to the mid solder set at 25mm proximal to the tip. The inner coil wire was found fractured at approximately 2mm proximal to the mid solder. The coils were removed for fracture observation. The inner coils were tightened at the fracture ends. The inner coils were also removed to expose the core wire. It revealed that the core wire was fractured at the same location as the inner coil wire. On the shaft of the core wire, helical marks were observed. The fracture surface of the core wire was relatively flat. These findings indicated that excess torsion had contributed to the fracture. Despite stretching the coil wire remained in one piece and the fracture surfaces of the inner coil wire and core wire corresponded to each other; therefore, it was concluded that the entire guide wire was returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Reviewing of production record found no indication of product quality deficiency. Based on the obtained information and investigation outcome, it was concluded that torsion and tensile stress accumulated on the guide wire contributed to the fracture. The stress was accumulated probably due to anatomical condition such as vessel tortuosity that restricted wire movement in the vessel. When the accumulated stress exceeded the product's design limit, it led the inner coil wire and core wire become fractured. Stretching of the coil wire was assumed to attribute to tensile stress generated with wire removal. Instructions for use (IFU) states: [warnings] when torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. It may be damaged including separation or the like, which may injure the blood vessel or leave fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720?¿) in the same direction; and, [adverse reactions/events] breakage of the guide wire.

Event description:
It was reported that an asahi guide wire became stretched during an aneurysm embolization of the anterior cerebral artery (aca). The guide wire was delivered with a microcatheter when stretching of the coils was noted under the fluoroscopy. A new guide wire was replaced and the procedure was successfully completed. The patient was without problem after the procedure and discharged after the procedure as planned.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in date of report to reflect the date the initial reporter provided the information about the event to the company.